Manufacturer narrative:
On 24th august, 2021 getinge became aware of an issue with powerled surgical light. As it was stated oil was leaking from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any oil droplets falling off into sterile field or during procedure may lead to contamination. Technician visited site and did not observe any fluid leaking nor visible droplets. As stated by technician, he observed staff performing cleaning procedure with excessive amounts of cleaning chemicals. Device was cleaned by technician and returned to use. It was established that when the event occurred, the surgical light did not meet the manufacturers specification and contributed to the event. It is unknown if the device was being used for patient treatment at the time when the event occurred. Comparing the number of affected devices to install base, complaint ratio is very low (0,08%). In the investigation course the product experts at the manufacturing site established that during the assembly of the spring arms the supplier applies a creamed grease, which is turning into a liquid only above 135°c. So, the dripping liquid observed cannot come from the spring arm itself but finds its origin elsewhere. The first cause is considered most likely to be a combination of air conditioning and an excess of oil at the bushing location between the spring arm and the main arm. And according to the latest technical investigations carried out in august 2020 at the manufacturing site, the second probable root cause would be an excess of cleaning product in the lower part of the spring arm, applied in spray or with a sponge, but not in compliance with the recommendations given in our user manuals. To prevent such situation from occurrence, the customer should follow the cleaning and disinfection procedure described in the user manual. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue with powerled surgical light. The oil was leaking from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any oil droplets falling off into sterile field or during procedure may lead to contamination.